Event description:
It was reported that during an angioplasty treatment procedure, the balloon stuck on the wire. Vascular access was obtained via a contralateral approach. The lesion was in the left superficial femoral artery (sfa). The mustang balloon 5.0 x 200 mm was quite "stiff"going over the non-bsc wire and it was difficult to reposition; however, the lesion was successfully treated with the balloon catheter. Upon removal the balloon was stuck on the nn-bsc wire. Both devices were removed together. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).